Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit function does not alarm. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was field in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the power control board assembly inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power control board assembly to resolve the issue. Based on this information, no further action is required.